Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 130 mg/dl at the time of the incident. Customer was advised that to take soda, patient took 2 short can of soda and waited for 15 minutes then checked blood glucose, changed from 49 mg/dl to 104 mg/dl. Customer did not want to use the insulin pump. The customer was assisted with troubleshooting. The customer was treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The device will not be returned for analysis.